Manufacturer narrative:
The fluid was wash solution. Bec customer technical support (cts) advised the customer to use ppe and check the reagent probes, fittings, and reagent syringe. The cts had customer close files and cold boot the system. The cts generated a service request. The customer called back and said the issue had been resolved and that they no longer needed service on the instrument. The customer did not elaborate as to what resolved the issue. Service was not performed by a bec field service engineer for this event. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported that a clear fluid leaked onto the reagent carousel on unicel dxc 800 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. Medical attention was not sought and there was no effect to patient or user.